Event description:
It was reported that the left ventricular (lv) lead was not successfully implanted due to large blood vessel diameter, poor threshold and lead dislodgement occurred. A new lead was implanted. No adverse patient effects were reported.